Event description:
It was reported that prior to a percutaneous coronary interventional procedure, no rotational speed was displayed. The lesion was located in the severely calcified right coronary artery. While platforming the 1.50mm rotablator burr the speed did not display. The procedure was completed with another of the same device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed no issues. A tug test was performed to examine the integrity of the connection and no issues were noted. A connect/disconnect test was performed and no issues were noted with the unit's handshake connector. The rotablator plus unit was wire guided using a control guide wire and no issues were noted during the wire guiding of the device. The rotablator plus unit was wet tested and no issues were noted with the returned plus device. It is probable the device did not function correctly during the procedure due to the fiber optic cable connections not connected to the console correctly, which can lead to lack of speed display on the console. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)